Manufacturer narrative:
Follow-up #1: date of submission 02/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2016 with the following findings: investigators were unable to confirm the original display ink spots complaint; an additional failure prevented an adequate investigation. The pump was returned with a blank display screen and upon further inspection, a cracked oled (an organic light-emitting diode) was diagnosed. A test display screen was used and operated properly. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (ink spots) issue. It was reported that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.